Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification during the load process. Reportedly, the customer had filled the cartridge with 250 units of insulin. The customer's blood glucose level was 96 mg/dl. The customer loaded a new cartridge successfully.